Event description:
On (B)(6), an amazon customer commented that the tests are expired. The customer said that the FDA extended the shelf life of these tests, but they didn't work, he did a test with different brand and tested positive on that, but both got negative results when his wife and he used the celltrion diatrust despite being sure they had covid, so the user complained not to buy these expired tests. Importer comments: this is reporter case. The case of his wife is reported in (B)(4). Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.